Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo primary administration set was damaged. This occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two actual devices were received for evaluation. Visual inspection was performed and revealed that the two sets had the tube sealed by the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the reported condition was determined to be caused by the tube is caught by the packaging machine during the sealing process. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.